Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2015 with the following findings: during investigation, the keypad was observed to be peeling from the base. There was no other damage observed to the keypad. All the keys were responsive to user presses. Unrelated to the original complaint, the keypad was removed and there was contamination found under all the key contacts. The battery compartment was cracked in two places: near top and below bumper pad. Additionally, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the ok button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.